Manufacturer narrative:
Philips has investigated this complaint. The philips engineer has communicated with the customer via phone and confirmed that the system is not booting up. The philips engineer suggested the customer for onsite repair, but the third-party company handled the issue, and the issue was resolved. No reoccurrence happened. Therefore, no further action could be performed by philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura device was rebooted and did not start up when the counter reached 00:00. System was not in clinical use at the time of the event. No harm has been reported. Philips has started an investigation of this complaint.